Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The cause of the reported issue could not be determined. Customer contact reports no patient information is available.

Event description:
The hospital reported a stuck expiratory valve resulting in elevated pressure. There was no report of patient injury.